Manufacturer narrative:
No product was returned for evaluation. The treating physician is not alleging any issues occurred with solta equipment. Complaint data going back to 2014 shows this case is an isolated event. The occurrence of this is remote. A review of manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is required.

Manufacturer narrative:
The product is not required for return. The investigation is underway.

Event description:
A patient called on (B)(6) 2021 to report to solta she received a vaser treatment from a doctor's office on (B)(6) 2020. She stated she experienced many complications immediately in recovery, as well as to this date. These complications include structural damage, pain while walking, and pockets of fat in the stomach. The patient said the doctor performed vaser treatment on her entire torso and circumference of both thighs. Immediately after treatment in recovery, she said it felt like her back was on fire and she couldn''t move her legs. She followed up the next 3 months with the doctor to report that her back felt rock hard and there were pockets of fat in her abdomen and she had trouble walking. The doctor helped drain some fluid when she saw him but she still had problems with her back and legs and felt lumps in her entire torso and thighs where treatment occurred. In the pictures and video that were supplied by the patient, surface deformities are visible over both thighs.